Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the uvc was placed and found to be cracked/leaking just below the molded strain relief on the extension. The uvc was removed the same day and replaced with another uvc. The customer reports the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.